Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect, cause was unknown. Customer's blood glucose level was 173 mg/dl. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy. In addition, it was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue.